Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed the atrial lead exhibited intermittent undersensing; non-physiological noise was also noted. No patient symptoms were reported. The lead remained implanted.